Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported string was inaccessible with two tampons upon removal. She was able to manually remove the tampons. Consumer also stated that she checked the rest of the tampons and found strings were inside the applicator barrel.